Event description:
I use "dailies" contact lenses manufactured by ciba vision, a subsidiary of norvatis. A lens got broken inside my eye and a piece of lens has to be removed from my eye. This is a soft lens and I do not think it is safe product condition. Route: rectal. Dates of use: 5 seconds, 2009. Diagnosis: vision correction. Event abated after use stopped: yes.